Event description:
It was reported that the customer continues to receive weak signal. Customer stated that the transmitter are communicating now. Advised if it will be a constant issue to upload to carelink and call back to review report. Customer reported low blood glucose. It was 40 mg/dl. And last week was 38 mg/dl. Customer stated she was treated with juice. Customer declined to troubleshoot and stated it was not the insulin pump that her blood glucose was low. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).